Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024 one infusion set leaking at site and the infusion set is used for 2 days. The blood glucose level was 246 mg/dl. No further information available.